Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter had been reading inaccurately since he obtained in on an unknown date in 2015. He reported that, approximately one year later, on (B)(6) 2016 at 7:30am, he obtained an alleged inaccurately high blood glucose result of ¿121 mg/dl¿ on the subject meter instead of his usual/expected result of around 100mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). He reported that after obtaining the alleged inaccurate result, he increased his insulin from 6 to 10 units. He claimed that at 12 noon on (B)(6) 2016, he developed symptoms of ¿sweating, feeling weak, chest pain, shaking and not feeling good¿ which he associated with hypoglycemia. He reported that at 12:05pm on (B)(6) 2016, he self-treated his symptoms with ¿3 pieces of sugar¿ and then had lunch. He denied using any other device to check his blood sugar level. During troubleshooting, the csr established that the patient¿s meter was set to the correct unit of measure. However, the csr noted that the patient¿s test strips had been stored incorrectly in the kitchen. The csr provided training to the patient on the correct storage method and replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered medication based on the alleged result and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.